Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0002648920 - 2018 - 00729, 0002648920 - 2018 - 00731, 0002648920 - 2018 - 00732.

Event description:
It was reported patient¿s hip was revised approximately 4 weeks post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00729-1, 0002648920-2018-00731-1, 0002648920-2018-00732-1.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4).

Event description:
No further event information available at the time of this report.